Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting indicated that the pump required replacement. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the unit had intermittent button response. Unit passed self test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any error 61 stuck key alarms that may have occurred in the past. The adapt tool reveals that seven error 61 stuck key alarms were displayed on 05/05/2024. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. Keypad overlay was removed, and moisture damage was noted. Per visual inspection it was determined that the ingress of water corroding keypad assembly. Corroded keypad assembly at select button and u1 component. Unit was also received with battery tube threads - cracked and scratched case. In conclusion, the customer allegation for stuck key alarm was confirmed when the adapt tool revealed seven stuck key alarms on complaint event date. Moisture damage was noted on keypad overlay assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.